Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The computer froze when trying to load images from pacs after "no" was selected for the prompt asking if the user wanted to delete the temporary files in the pacs folder. The robot needed to be restarted causing a delay of a few minutes. Later, during registration, the software became unresponsive when asked to check if the trajectories could be reached. There was about 25 minute delay in total.

Manufacturer narrative:
Technical analysis concluded that the two first communication errors are due to a known design defect. The cause for the third crash cannot be determined but is probably linked to a computer slowdown during accessibility of trajectories check. Date of this report. Manufacturer email. Additional device information. Office contact - manufacturing site. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Evaluation code.